Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor would not power up after she changed her garment. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the monitor's failure to power on. The pt was issued a replacement monitor.